Event description:
Customer reported high blood glucose. Customer's blood glucose was over 600 mg/dl this morning. He treated with manual injections. He stated when he enters his carbohydrates, the device delivers insulin. He changed his infusion set three times. Customer did not report any symptoms of high blood glucose. Customer's current blood glucose is 249 mg/dl. In troubleshooting, the drive support cap was sticking out. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. The device passed the high pressure test. The cannula was not bent. Customer was advised do a complete set change and to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.